Event description:
A review of service data detected a reportable problem. During servicing, the connector pins on electrode belt sn (B)(4) were bent, preventing the electrode belt from connecting to a monitor. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the electrode belt trunk cable connector pins were bent, preventing the electrode belt from connecting to a monitor. The root cause for the bent pins could not be positively identified but was likely excessive force while connecting or disconnecting the electrode belt from a monitor. No adverse event resulted from the defective electrode belt. The last pt to use this belt did not report any deficiencies.